Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2016 with the following findings: according to the downloaded prime history on (B)(6) 2016 at 11:24 and 13:47 a fill cannula of 0.05u was recorded; not 0.5u. A fill cannula of 0.05u is too small a value and is recorded as 0.0u in the pump prime history. For testing purposes a 0.5u fill cannula was programmed in the pump; the 0.5u was successfully recorded in the prime history. The pump's prime history was built to record just 1 digit precision. The pump was performing as intended.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (history/settings issue) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.